Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (comamonas kerstersii) was misidentified as burkholderia cepacia complex during repeat testing. The user verified the final result using maldi stating that the colony morphology did not match the device result. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.